Event description:
It was reported that the asymptomatic patient presented in clinic and post-paced t-wave oversensing was noted. Recommended programming changes were made and the issue resolved.

Manufacturer narrative:
Initial reporter: company representative.